Manufacturer narrative:
Updated fields: b4, d8, d9, g1 contact person mfg site, g3, g6, h2, h3, h6 type of investigation, investigation findings, investigation conclusions, component code, h11. A getinge field service engineer fse notice the batteries were not charging. Replaced the power management pcb and verified that the batteries were charging. Functional tested without any further issues. All work performed on the maintenance cardiosave iabp services completed. Safety, calibration, and functionality checks to factory specifications. Released to customer and cleared for use. The following investigation was performed by carl famulare, technician of the maquet failure analysis and testing dept. (Fat) wayne, nj. The failure analysis and testing dept. Received part number pcb, power management rohs serial number rev. A with a reported unit failure of unit not charging batteries. The failure analysis and testing dept. Performed a visual inspection and observed that component q27 is shorted (burned). Experience has proven that when q27 shorts, the batteries will not charge. Due to the board having an older revision, it will not go to the supplier for investigation. Retaining the board in the fat dept. Per procedure number (B)(4) rev. As.

Event description:
Na.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during the semi-annual maintenance, the cardiosave intra-aortic balloon pump (iabp) s not charging batteries. There was no patient involvement.